Event description:
It was reported during the surgical procedure, while the surgeon was inserting the screw into the patient's bone (distal tibia), the screw "broke off". The screw fragment could not be removed from the patient's bone and therefore remains implanted. The remaining portion of the screw was discarded by the facility and therefore is not available for evaluation.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. Based on the information received, the root cause could not be determined.